Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. During processing of this complaint, attempts were made to obtain "- date of explant", but it was not received.

Event description:
It was reported that after an unrelated surgical procedure in which the ipg was not placed in surgery mode as recommended, the ipg became inoperable. As a result, surgery occurred to explant the ipg on an unknown date.